Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements greater than 200 ohms after a recent cardiac resynchronization therapy defibrillator (crt-d) pulse generator replacement. Technical services (ts) was contacted, and ts discussed programming options, noting that the health care professional (hcp) had reset the device to nominals due to software mismatch. Ts also questioned left ventricular (lv) lead capture based on the presenting electrogram (egm), and later noticed the lv pacing configuration was none and they were currently rv pacing only. Ts also later noted a parameter error message by the crt-d. The crt-d system remains in service. No adverse patient effects were reported.